Event description:
A facility reported that the duragen 4x5 1 pack ce ((B)(4)) disappeared due to adhesion formation. The tensor fascia lata was used to complete cranial formation, and the patient recovered. No surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Duragen was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause of the reported issue could not be determined. However, a request was made to scientific affairs for a case evaluation which concluded the following: ¿they went back to soon after the duragen repair. It takes 3-4 months for the duragen to form a substantial dural layer. At 21 days, as in this case, the new dura formed by duragen will be almost completely transparent as it is very thin at this stage. Surgeons frequently overlook this new membrane and don¿t see that the healing is progressing well. In the attached paper the time between the two procedures was on average 103-104 days, with the shortest gap being 29 days. This case was 5 times less than the reported average and two thirds of the minimum reported. The adhesions observed in this case are likely to be both partly the vascular supply to the regenerating dura plus the overlying scar tissue that is present in these cases.¿ if additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.